Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The complaint company (d) cartridge samples were not returned. One unopened 10-count carton for the reported company (d) lot 32705377 was returned. One of the ten returned unopened company (d) cartridge samples was pulled randomly for evaluation. The sample was visually inspected with no damage or abnormalities observed. The cartridge was functionally tested with qualified associated products. No lens or cartridge damage was observed after the lens delivery. There was no foreign material observed on the lens post-delivery. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The complaint company (d) cartridge samples were not returned. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, material residue from the cartridge remained under the implanted lens. The customer stated this has happened 10 to 15 times within the last 4 weeks. There has been no patient impact. Additional information has been requested.